Event description:
Rn assessed patient and noted that the perifix catheter connector had become disconnected at the epidural site. This perifix connector had been secured using the label or cloth tape correction recommendations set forth in b braun¿s medical device correction: 3584-0807.18.